Event description:
New information received noted that the right atrial lead was capped and replaced on (B)(6) 2023. The patient was stable.

Event description:
It was reported that the patient presented with noise on the right atrial lead. No intervention was performed. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.